Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided. The additional oad referenced in b5 are filed under separate medwatch report number.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a left anterior descending artery (lad). Fourteen treatments were performed. The second lesion being treated was in the ostial circumflex (cx). Optical coherence tomography (oct) was unable to pass but there was angiographic evidence of a severe nodular calcium at the bifurcation of the left main (lm) to the left cx (lcx). The physician attempted to use glideassist mode with the oad through the lesion and treat retrograde, however, they were unable to pass using glideassist. The physician proceeded to treat with ten antegrade treatments. The lcx came off a steep, roughly 90-degree angle, and on the final treatment the oad crown jumped forward causing a perforation. An unspecified balloon was inflated in the lm to temporarily stop blood flow whilst a covered stent was retrieved. The physician believed the perforation was in the ostial lad at the bifurcation, thus a covered stent was deployed into the lad. This caused the cx to go down. The distal portion of the viperwire guide wire fractured off into the lcx and was left in-vivo. It was unknown what led to the fracture. The patient went into cardiac arrest and cardiopulmonary resuscitation was performed on multiple occasions following the perforation. A pericardial drain was placed and the patient was intubated. The patient was transferred to the intensive care unit (ICU). The patient's current status was unknown at the time of the report.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported material separation, foreign body in patient, and serious injury appear to be related to operational context. In this case, it is possible that the material separation, foreign body in patient, and serious injury is due to patient disease state or use techniques employed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: b1 - adverse event /product problem updated to adverse event, product problem.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a left anterior descending artery (lad). Fourteen treatments were performed. The second lesion being treated was in the ostial circumflex (cx). Optical coherence tomography (oct) was unable to pass but there was angiographic evidence of a severe nodular calcium at the bifurcation of the left main (lm) to the left cx (lcx). The physician attempted to use glideassist mode with the oad through the lesion and treat retrograde, however, they were unable to pass using glideassist. The physician proceeded to treat with ten antegrade treatments. The lcx came off a steep, roughly 90-degree angle, and on the final treatment the oad crown jumped forward causing a perforation. An unspecified balloon was inflated in the lm to temporarily stop blood flow whilst a covered stent was retrieved. The physician believed the perforation was in the ostial lad at the bifurcation, thus a covered stent was deployed into the lad. This caused the cx to go down. The distal portion of the viperwire guide wire fractured off into the lcx and was left in-vivo. It was unknown what led to the fracture. The patient went into cardiac arrest and cardiopulmonary resuscitation was performed on multiple occasions following the perforation. A pericardial drain was placed and the patient was intubated. The patient was transferred to the intensive care unit (ICU). The patient's current status was unknown at the time of the report. Additional information was received indicating the unspecified covered stent that was deployed after the perforation was positioned properly and did function as intended. The oad crown jump led to the perforation, which led to the stent deployment. The fractured component remained in-vivo and no attempts were made to retrieve the fragment as the patient was unstable. The patient expired the day after the procedure.

Manufacturer narrative:
Updated: b5.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a left anterior descending artery (lad). Fourteen treatments were performed. The second lesion being treated was in the ostial circumflex (cx). Optical coherence tomography (oct) was unable to pass but there was angiographic evidence of a severe nodular calcium at the bifurcation of the left main (lm) to the left cx (lcx). The physician attempted to use glideassist mode with the oad through the lesion and treat retrograde, however, they were unable to pass using glideassist. The physician proceeded to treat with ten antegrade treatments. The lcx came off a steep, roughly 90-degree angle, and on the final treatment the oad crown jumped forward causing a perforation. An unspecified balloon was inflated in the lm to temporarily stop blood flow whilst a covered stent was retrieved. The physician believed the perforation was in the ostial lad at the bifurcation, thus a covered stent was deployed into the lad. This caused the cx to go down. The distal portion of the viperwire guide wire fractured off into the lcx and was left in-vivo. It was unknown what led to the fracture. The patient went into cardiac arrest and cardiopulmonary resuscitation was performed on multiple occasions following the perforation. A pericardial drain was placed and the patient was intubated. The patient was transferred to the intensive care unit (ICU). The patient's current status was unknown at the time of the report. Additional information was received indicating the unspecified covered stent that was deployed after the perforation was positioned properly and did function as intended. The oad crown jump led to the perforation, which led to the stent deployment. The fractured component remained in-vivo and no attempts were made to retrieve the fragment as the patient was unstable. The patient expired the day after the procedure.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a left anterior descending artery (lad). Fourteen treatments were performed. The second lesion being treated was in the ostial circumflex (cx). Optical coherence tomography (oct) was unable to pass but there was angiographic evidence of a severe nodular calcium at the bifurcation of the left main (lm) to the left cx (lcx). The physician attempted to use glideassist mode with the oad through the lesion and treat retrograde, however, they were unable to pass using glideassist. The physician proceeded to treat with ten antegrade treatments. The lcx came off a steep, roughly 90-degree angle, and on the final treatment the oad crown jumped forward causing a perforation. An unspecified balloon was inflated in the lm to temporarily stop blood flow whilst a covered stent was retrieved. The physician believed the perforation was in the ostial lad at the bifurcation, thus a covered stent was deployed into the lad. This caused the cx to go down. The distal portion of the viperwire guide wire fractured off into the lcx and was left in-vivo. It was unknown what led to the fracture. The patient went into cardiac arrest and cardiopulmonary resuscitation was performed on multiple occasions following the perforation. A pericardial drain was placed and the patient was intubated. The patient was transferred to the intensive care unit (ICU). The patient's current status was unknown at the time of the report. Additional information was received indicating the unspecified covered stent that was deployed after the perforation was positioned properly and did function as intended. The oad crown jump led to the perforation, which led to the stent deployment. The fractured component remained in-vivo and no attempts were made to retrieve the fragment as the patient was unstable. The patient expired the day after the procedure.